Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt presented with an infected total knee arthroplasty. The poly insert was removed and an irrigation and debridement was performed. The insert was replaced with one size thicker for stability."